Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had very slow gas injection in use. The issue occurred during a therapeutic laparoscopy procedure. There was no delay and the patient was not under anesthesia. The procedure was finished with the same set of equipment. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. D9, h3, h4 and h6 were corrected as they were incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.